Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 305 (mg/dl) for 2 days. Customer administered insulin injections to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data indicated that the most likely cause of the elevated blood glucose levels is due to the delivery of insulin being stopped by a malfunction alarm on the event date. The malfunction alarms were reported under MDR 3007981285-2016-91346.